Event description:
It was reported by the patient that "the screws fell out of the lead and it had to be redone. The pacing lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: model: 5076-52 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.